Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal ligation procedure performed on (B)(6) 2025. During the procedure, when the physician attempted to deploy the band, one band was stuck within the wire. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.